Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the when the fill estimate in the pump was approximately 50 units, the pump did not deliver the appropriate bolus amount. Reportedly, blood glucose (bg) level ranged from 300-400's (mg/dl). Although requested by tandem technical support, the customer declined to upload the pump data logs. At the time of the report, the customer stated pump was functioning as intended.